Manufacturer narrative:
A getinge field service engineer evaluated the unit and replaced the bia fill port connector to evaluate the issue. The iabp passed all safety and functional checks to meet factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that before use, the male luer fitting of the cs300 intra-aortic balloon pump (iabp) was broken by the user on the patient bed. The unit was swapped with another and therapy was able to begin. There was no patient involvement therefore, no adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331/3252) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/3252) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/3252) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the male luer fitting of the cs300 intra-aortic balloon pump (iabp) was broken by the user. The unit was swapped with another to continue therapy. No patient harm, serious injury or adverse event was reported.